Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective therapy on the left side due to lead migration. In turn, the patient underwent surgical intervention wherein one of lead was explanted and replaced to address the issue. Therapy was restored post procedure.